Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was currently being seen in the clinic for a routine follow up appointment. Upon interrogation the patient was noted on (B)(6) 2018, multiple driveline fault alarms. The patient denies hearing any alarms. The manufacturer¿s technical services representative reviewed the log file and observed the controller software rev 7.29 dl faults are only seen on the system monitor. With the new controller observed multiple power cable disconnects. It was advised that not to disconnect both power cables, only disconnect either the white or black power lead while the patient was connected to a safe power source. The remainder of the log file is unremarkable. The customer reported, the patient switched to controller per recommendation. The customer concerned about the area around where the lead exits the pump. The x-rays showed the shield pulled back near the pump end bend relief section. Technical services reviewed the x-rays and cannot confirm this area was the cause of the dl fault event. On (B)(6) 2018, it was reported that the patient brought back to the clinic. Upon device interrogation with multiple driveline faults but no pump stoppages. The latest log file showed signs of degrading. Per physician, request to perform an external percutaneous lead replacement. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed approximately 3 inches from the exit site; however, there was still an issue, it was believed the driveline fault alarm will return. The removed section of percutaneous lead will be evaluated. On (B)(6) 2018, it was reported that the patient¿s lvad system was having recurrent driveline faults over that weekend after the percutaneous lead replacement. Technical services reviewed the additional log file and confirmed the driveline fault alarms. There does not appear to be any further degradation to the driveline. The lvad clinician reported they were unable to schedule a vad exchange until the week of (B)(6) 2018. On (B)(6) 2018, additional log file was submitted and showed 1 of the conductors appears to be fractured. If the redundant conductor fractures the pump will stop. It would be fine to keep this patient on a no ground patient cable in case this develops into a short to shield. This would prevent pump stoppages in that case. The patient will be admitted until the pump can be exchanged. No additional information was provided.